Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose level was 249, which was addressed with a bolus delivery. The malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer had manual injections available as alternate insulin therapy.